Event description:
(B)(4). Insurance did pay for. Fighting increased anxiety, depression (had to increase meds). Increased muscle aches and joint pain (had to get steroid shot at one point, increased massage and adjustments), hair thinning , bell's palsy, endometriosis, had tubes removed to evict implants.